Manufacturer narrative:
Correction information was provided in h.6. And h.11. FDA product codes (a0602) has been updated to a051201. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient presented with posterior capsule rupture and decentered intraocular lens (iol) approximately 12¿15 years after initial cataract surgery. Initially, cases were extremely rare, but over the past year, the frequency has increased. Surgeon's report seeing approximately 2¿3 cases per month. Observations shared by physicians include: most affected patients were operated more than 10 years ago. The capsular bag remained clear for years but suddenly ruptured. Over 70% of these cases involve company single-piece iols, likely because this design was widely implanted 12¿15 years ago. Other hydrophobic iols may also be involved. Additional information has been requested but is not available at the time of this report. There are three medical device reports associated with this report. This file is 2 of 3.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).